Manufacturer narrative:
The complainant was unable to report the upn and lot number; therefore the manufacture date and expiration date are unknown. However, the complainant stated that the device was used prior to the expiration date. The complainant indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental MDR will be filed. Voluntary user medwatch number is (B)(4).

Event description:
It was reported to boston scientific corporation that a solyx single incision system device was used during a procedure performed on (B)(6), 2008. The procedure was completed with this device. There were no complications reported immediately at the conclusion of the procedure. According to the complainant, post procedure, a (B)(6) female patient felt increasing pain over the sling site and during intercourse. Examination results revealed that the sling device was near the bladder neck and it was tender to touch. On (B)(6), 2014, the patient underwent further medical intervention for the removal of the device.